Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022. Per the customer, the first test was performed with a nasal sample and generated a positive result. The second test was performed with an oropharyngeal sample and generated a negative result. Although requested, no further information was provided by the customer.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m188039 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m18809 and test base part number 190-430 / lot m188039. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188039 showed that the complaint rate is (B)(4)% and (B)(4)% respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export. However, a possible assignable root cause is patient sample interference.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.